Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a scope socket failure. Additional evaluation findings are as follows: 1.) Front panel noted slightly discolored and caution label noted faded; 2.) Non-olympus lamp installed in unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "b30" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The customer reported that the loaner device that had been provided by olympus had was experiencing the b30 scope communication error when connected to multiple scopes. During troubleshooting with olympus technical assistance center (tac), it had been determined that the customer had been "hot swapping" the scopes out. Users had not been shutting down the systems before reconnecting or switching out the scopes. The customer was able to resolve the issue with the loaner by disconnecting the digital light source cable when swapping out the scopes.

Manufacturer narrative:
Related patient identifier: (B)(6). (B)(6) addresses the loaner device that had also displayed the b30 error. Updated field: b5. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error (b30)/endoscope socket failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the endoscope socket was faulty. The exact cause of the fault was unknown. Olympus will continue to monitor field performance for this device.